Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient had not crossed the station. A technical support specialist (tss) connected to the server and ran a downtime query using ssms. The tss found that messages were crossed without delay, and the interface connection was stable. A check in health sight viewer revealed no issues except for seven devices in the critical override activated manually by the customer. The patient encounter system showed normal upload and download activity in line with the heartbeat. The customer confirmed that the station was working properly and received patient adt (admission, discharge, and transfer) and orders. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient was not crossing to the station. Data synchronization failures or errors recur during the dispense workflow, they may lead to clinically significant delays in medication administration, potentially resulting in adverse events, particularly for critically ill patients. There were no delay or adverse events or injuries reported based on this event.